Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During an attempt to reposition, the helix would not extend. Therefore, a new lead was placed.